Event description:
Our rep reports, that a patient had an arthroscopic shoulder repair in 2007. At some time subsequent to the repair, the patient presented with pain within his subject shoulder. Somehow, it was determined that a re-surgery was needed. A revision open procedure was performed in 2008. At this procedure, it was noted that 2 of the 3 original fixation devices had their proximal heads broken away from their anchor bodies. All 3 spiralok anchors were removed and the surgeon used bone tunnels to re-repair the cuff. This repair was completed successfully without further incident or harm to the patient. [The 3 original spiralok fixation devices were from 3 separate lots. It cannot be determined which 2 of the 3 lot devices are the complaint devices. All 3 lot devices will be filed to the FDA to cover this discrepancy. Devices discarded by facility] also see associated mdrs 1221934-2008-00072 and 1221934-2008-00074.

Manufacturer narrative:
Mitek is in the information gathering mode, and is awaiting receipt of the complaint device. When all is received and evaluated, our conclusions will be the subject of a follow-up report.